Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston that the advanix biliary stent was to be explanted during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure in the common bile duct performed on (B)(6) 2019. The exact implant date was not reported. According to the complainant, on (B)(6) 2019 during the planned stent removal, it was found that the stent migrated proximally. Due to the stent migration, the stent removal procedure took longer than expected and the physician decided to leave the stent in place. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.